Event description:
The customer reported that there was a problem with scope (fluoroscopy). The field engineer noted that the system intermittently hangs or locks up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.